Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, difficulty was encountered in the attempt to withdraw a boston scientific super stiff amplatz guidewire with a seven centimeter soft tip that was used during the procedure. A transesophageal echocardiogram showed the guidewire's soft tip had knotted or formed a knob around a papillary muscle. Several attempts to unravel the guidewire tip were not successful. The patient developed ventricular fibrillation and cardiopulmonary resuscitation was performed. At some point, the guidewire separated into two pieces. The detached segment was successfully retrieved with a snare. The patient's physicians suspected that the damage to the papillary muscle resulted in significant mitral regurgitation. The patient's hemodynamics did not recover, and the patient subsequently passed away. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).